Manufacturer narrative:
During the device eval, corrosion was discovered on the internal components if the device, including the bearing, which is a probable cause of the reported overheating.

Event description:
It was reported that during a surgical procedure at the user facility, the loaner drill was overheating. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.